Event description:
The equipment stopped working during the operating room case (lap. Hyst). The equipment would no longer seal as if there was no power to the instrument. No change in connection and setting on the power unit. The device was removed from the sterile field and replaced. The new device functioned correctly with no changes required to the settings on the power unit.